Manufacturer narrative:
The technician found the head solenoid valve was not functioning. He replaced the head solenoid valve to repair the bed.

Event description:
Information received indicates the head section cannot be raised.